Manufacturer narrative:
The probe was returned for product analysis. The post for marker #4 had been broken off. Otherwise, with the remaining markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. The initial reporter is a assistant neurocoordinator. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the microscope probe had a broken arm where the sphere was mounted. It was noted that the instrument was very old and there was no longer a lot number on the instrument. The most likely cause was age and repeated use. The representative believes the post broke off while removing a sphere. There was no patient present when this issue was identified.